Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient was admitted to the hospital on (B)(6) 2024 for a uti and their bladder not emptying. It was noted that the uti was due to urinary retention, which was the diagnosis for which the device was implanted. The caller was requesting a manufacturing representative (rep) for reprogramming. They were transferred to national answering services (nas) to page a rep. A call was received to follow-up on this case. The caller indicated that the field rep did not follow-up with them. The agent reviewed information about contacting a local field rep and transferred the caller to nas to have another page sent. A third call was received from the patient's power of attorney (poa) who reported the doctor overseeing the patient's hospitalization had still not gotten any response from a rep. The caller stated they wanted to adjust the therapy settings to see if it would relieve the symptom of urinary retention. The agent reviewed with caller that assistance could also be provided over the phone while they were at the patient's bedside. The caller indicated the hope was to have the patient discharged tomorrow, but it was uncertain if it was contingent upon the arrival of the rep. The agent sent an email to the field for visibility and requested they contact the caller or healthcare provider (hcp). The caller will call back on monday if further assistance was needed. A fourth call was received reiterating the need for a rep and the lack of a response.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.